Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a sudden pain at the ins site after a fall. Patient fell last night and landed on the ins implant and felt like they had flattened the ins and was concerned if the battery could be leaking. Patient also stated that they had a bruise at the ins site and was sore. No further complications were noted or anticipated